Manufacturer narrative:
Alleged failure: blue button was pressed and when stopped pressing the button stayed pressed and the wand kept coagulating. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak which permitted fluid to ingress into the handle where the pcb, creates a short and a possibility would result in continuous activation. Inadequate gluing operation on the suction tube, damage to the suction tube. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had continuous activation. A replacement was used to complete the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had continuous activation. A replacement was used to complete the case.